Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system cartridge chemistry (cc) reagent probe a leaked again after repairs were made. Customer reported that the leakage was in the drip well of the reaction wheel under the home position of cc reagent probe a. Customer reported that the leak was a clear liquid with a ph of 6.5 and specific gravity of approximately 1.00. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found both reagent probes a and b were leaking. The fse replaced the a-b valve motor and the probe a vacuum valve.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01357. (B)(4).